Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band "leak." This event was confirmed by the surgeon when the patient went in for an adjustment fill and reported she was feeling no restriction. During this consultation, the surgeon tried to remove existing saline from the device but there was no fluid left in the band. No diagnostic testing was used to determine the location of the leak. The port was removed and replaced. Follow-up findings: "port leak" was noted in the return paperwork when the port was returned to allergan's lab for analysis.